Event description:
Customer reported a malfunction alarm. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, resolved the issue without recurrence, and instructed the customer to continue using the device with advice to report back if the malfunction code reappears.